Event description:
It was reported that the patient was brought to the electrophysiology lab for replacement of the atrial lead due to undersensing. It was also noted that the p waves were not able to be detected. The lead was capped on (B)(6) 2022 and was replaced. The patient was stable throughout the procedure.